Event description:
Customer claims that the tip of the acucise catheter broke off while the doctor was dilating the ureter with the balloon. This was the doctor's first case without an amr sales representative present. The customer reported that there were other problems with the case and then the tip broke off. The doctor has requested the presence of amr support personnel for next case.